Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device fired the first clip then fed the next two clips at once; the clips did not close properly and had to be removed. The second device did the same thing. The first clip fired properly then the next two clips double fed and did not close then were removed. No clips fell into the patient. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.